Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H11: the actual device was not available; however, a video and photograph of the sample was provided for evaluation. Visual inspection of the video and photograph observed a leak from administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked at the membrane port. This was observed when filling the bag. There was no patient involvement. No additional information is available.